Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified a potential high impedance within the battery. As a result, device replacement was recommended. This device remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified a potential high impedance within the battery. As a result, device replacement was recommended. This device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to section b, adverse event/product problem. Field b5, describe event or problem.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified a potential high impedance within the battery. As a result, device replacement was recommended. This device remains in-service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported, and further information regarding product return status has been requested.